Event description:
Home pt reports fluid leaking onto the floor beneath homechoice machine during prime of apd therapy. Pt was unable to determine the exact source of the fluid leakage, but believed it to be from the cassette of the homechoice set. Pt discontinued treatment at the time the leak was noted and used a new homechoice set to spike in to the same solution bags to complete therapy. Pt and rn report no injury or medical intervetnion as a result of the incident.